Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm maryland bipolar forceps instrument had a loose cable. The procedure was completed with no reported injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument associated with this complaint and completed the device investigation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of the dislodged conductor wire to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have a segment of the conductor wire sticking out from the yaw pulley and a loop of wire is sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. An additional observation not reported by the site that was not related to the customer reported complaint was also identified. The maryland bipolar forceps instrument was found to have a broken bipolar yaw pulley and the broken piece was missing as a result of the breakage. The size of a missing piece was approximately 0.025¿ x 0.039¿. The root cause of the broken instrument bipolar yaw pulley is typically attributed to mishandling/misuse such as excess force applied to the distal end of the instrument. A review of the instrument log for the maryland bipolar forceps instrument (471172-16/n112106140067) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 7 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is being classified as a reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.